Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose at the time of incident it was 190 mg/dl. The customer¿s current blood glucose value is 270 mg/dl. The customer has treated high blood glucose with the insulin pump. The customer was neither in emergency room nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The customer declined troubleshooting on insulin pump for low blood glucose. The insulin pump will not be returned for analysis.